Manufacturer narrative:
A direct correlation between the reported right heart failure and heartmate ii lvas,pump could not be conclusively established through this evaluation. The account communicated that the patient had expired on (B)(6) 2019 due to right heart failure. No known alarms were reported for this event. The patient was diagnosed with right heart failure after lvad implantation. The device reportedly operated as expected and will not be returned for evaluation. The hmii lvas IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
Approximate age of device 7 years, 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient expired on (B)(6) 2019 due to right heart failure. The device tracking number has been added to cs.